Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for investigation. No physical abnormalities were reported for the returned product. The pump passed the laser continuity test for the optical signal. Additionally, all the 5s parameters were within specification for the returned product. The data log suggests that some of the 5s optical signal parameters were reported to have a value of 16384, accompanied by a controller failure alarm. There was no issue found during the case. The device functioned/operated to specification. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 device was implanted for circulatory support. During use, the placement signal disappeared and a ¿controller error¿ alarm was generated. Despite this, the motor signal, flow, and purge system continued to function normally. The device was successfully weaned and explanted. No patient harm was reported.